Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the segment steel braid deformed, the bending rubber leaky, the insertion flexible tube(ift) buckled, the root brace rubber cut, the distal body worn out, the control body corrded, the remote control buttons cut, the suction channel buckled, the electrical connector fluid damage, the eog valve loosened and the lg cable connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.